Event description:
Procedure type: lap chole. Reportedly, when the surgeon inserted the camera into the trocar, the balloon exploded. Nothing fell into the surgical cavity. Another blunt tip trocar was used. No pt injury was reported.

Manufacturer narrative:
.